Event description:
Event description boston scientific, crm received information that this right atrial (ra) pacing lead's safety switch had been triggered due to an impedance measurement greater than 2500 ohms in both unipolar and bipolar configuration. There was some noise on the ra channel; however, it was not inhibition pacing. A procedure was later performed which found that the lead was damaged; this damage was thought to be due to subclavian crush. The lead was capped and abandoned surgically. The right ventricular (rv) pacing lead was also capped, as insulation wear was noted during the procedure. A new ra and rv lead were implanted successfully. No adverse patient effects were reported.